Manufacturer narrative:
The customer provided a sample for investigation. No interfering factor was identified. The observed differences in ft3 values generated between the roche and siemens platforms are most likely due to the fact that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. Based off the provided data, a general reagent issue can be excluded. The investigation found the root cause is consistent with the possibility that the patient has familial dysalbuminemic hyperthyroxinemia. This should be confirmed by molecular diagnostics. Any influence that might affect the binding behavior of the binding proteins can alter the result of the ft3 tests (e.g. Drugs, ntis (non-thyroid-illness) or patients suffering from fdh (familial dysalbuminemic hyperthyroxinemia). For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with elecsys ft3 iii on a cobas e 411 immunoassay analyzer. The erroneous result was reported outside of the laboratory. The sample was initially tested on the customer e 411 analyzer and repeated on a siemens centaur analyzer. The sample was also provided for investigation where it was tested on a second e 411 analyzer on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e 411 analyzer was asked for, but not provided. The serial number of the e 411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 314666, with an expiration date of february 2019 was used on this analyzer.